Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the the housing of the head set gets detached from the adhesive plaster. The plaster stays in place and will not detach. It is the housing that becomes loose from the plaster.